Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel procedure, vasoview hemopro 2 was used 3 times and the sealing part of the device broke in two pieces. There was no patient harm. Photos provided by complainant show the shaft of the device broken in two places. A new device was used to perform the procedure. There was no delay. There was no patient involvement. There is evidence of use as the jaws appear to be blackened.

Manufacturer narrative:
(B)(4). Corrected sections: d4--unique identifier (UDI) # corrected to (B)(4). The device was returned to the factory for evaluation on 10/01/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the jaws. The shaft of the harvesting device was observed to be broken in two places. No other visual defects were observed in the photographs. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the closed intact jaws. The shaft of the harvesting device was observed. The harvesting device shaft was observed to be broken in 3 places along the shaft. The toggle was manipulated to open and close the jaws and the jaws would not open when manipulation of the toggle. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "break, shaft" was confirmed, as well as the analyzed failure "mechanical problem" was observed. The lot # 3000312129 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.